Event description:
Pt states mouthpiece for vios is broken and wants replacement. Date of malfunction: (B)(6) 2025. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided. Diagnosis for use: emphysema, unspecified.